Event description:
It was reported that the cartridge would not fully snap into the pump. There was no reported impact to the customer's blood glucose level. Reportedly, there was an o-ring from the previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded the cartridge successfully.